Event description:
On sept 24, 2008, it was reported to boston scientific corporation that during the unpacking of a prolieve thermodilatation kit, the kit's IV bag had leaked in the package, which resulted in the contents getting soaked in 2008. There was no procedure or pt involvement.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device, and the cause for this event.